Manufacturer narrative:
This incident was initially reported as a request for repair and upon further review was elevated to a complaint and subsequent MDR. The device was returned showing typical wear for a tip that is two years old . However, there was not any burrs present on any portion of the tip. There was dried surgical residue present. No conclusion can be drawn as to the source of the capsule tear.

Event description:
While using an mst 45 degrees intertip I/a tip to perform the capsule polish portion of a cataract surgery, the surgeon experienced a capsule tear resulting in a vitrectomy. An iol was implanted and the patient's prognosis was good with routine post-op care and no other procedures needing to be performed.